Manufacturer narrative:
(B)(6). Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device will be returned for evaluation.

Event description:
A customer contacted third-party service agent to report that their device had stopped during an intervention on the patient. Upon evaluation of the downloaded electronic patient records, it was observed that the device stopped halfway through the 7th analysis, and repeatedly gave "lead off" messages for the next 4:45 minutes, until the device was powered off. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was not able to verify the reported issue. The customer has been provided with a replacement device. Physio-control further evaluated the customer's device at the product assessment center (pac) and was not able to confirm the reported issue. A cause of the reported issue could not be determined.

Event description:
A customer contacted third-party service agent to report that their device had stopped during an intervention on the patient. Upon evaluation of the downloaded electronic patient records, it was observed that the device stopped halfway through the 7th analysis, and repeatedly gave "lead off" messages for the next 4:45 minutes, until the device was powered off. The patient did not survive the reported event. The healthcare provider confirmed that the device use did not contribute to the patient outcome.